Event description:
Patient stated that her vgo device fell off on (B)(6) 2019 or (B)(6) 2019. Patient stated that she applied the vgo device on her abdomen. Patient stated that she had the vgo device for 8 hours before it fell off.